Manufacturer narrative:
(B)(4). A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7.01.00. The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, quality engineering has confirmed the reported condition. The root cause was assigned to a fuse issue. The customer repaired the device and returned it into service. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump where "the ac icon is not illuminated when plugged into the mains power, one of the external 1.6 amp slow blow fuses had blown". This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device will not be returned to baxter (B)(4) because it was serviced on-site by the customer. Should the device or additional information become available, a follow-up medwatch will be submitted.